Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's right brachial PICC line was noted to be leaking. After further assessment, it was noted that the extension piece of the cvp was damaged and cracked. There was patient involvement and unknown patient harm.